Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 259 (mg/dl). A pump bolus was delivered to address bg level. During troubleshooting with tandem technical support, the site was found to be the likely source of the occlusion. The customer admittedly uses apidra insulin in the cartridge and declined consulting with their health care provider to obtain humalog or novolog insulin.